Event description:
Reference number (B)(4). Event country italy. It was reported that the patient experienced infusion set tape was not sticking due to peeling off and the event occured on 09 mar 2026. No further information available.

Manufacturer narrative:
Patient city: sant ippolito. Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.